Event description:
Surgeon reported via our sales rep that the nail broke. This was confirmed by x-rays. The pt was revised.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional info becomes available, it will be reported on a supplemental report.